Manufacturer narrative:
The product has been requested but not yet received. A review of the device history records is in progress. Based on all available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
The customer reported that during a thermage treatment the tip spark. The customer applied more coupling fluid and saw another spark. The tip was switched at 452 pulses and it worked properly. The patient reported that the treatment felt too hot.

Manufacturer narrative:
A review of the manufacturing records showed that all requirements were met. No patient injury occurred during the treatment. The product has been requested but not yet received. Based on all available information, no causal factors can be determined and no conclusion can be drawn.